Event description:
Same case as MDR ID# 2134265-2013-09336. (B)(4) clinical study. It was reported that post a percutaneous coronary intervention procedure, the patient expired. (B)(6) 2012 the patient presented due to stable angina and was referred for cardiac catheterization. A 90% stenosed and 8mm long de novo target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.5mm. The target lesion was treated with stent placement of a 2.50x12mm ion study stent, resulting in 0% residual stenosis. A 99% stenosed and 4mm long target lesion was located in an ostial lesion located in the proximal right coronary artery with a reference vessel diameter of 2.5mm. The target lesion was treated with direct stent placement of a 3.5x8mm ion study stent, resulting in 49% residual stenosis following post dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013 the patient expired with the cause of death being coronary atherosclerosis.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).